Manufacturer narrative:
H4: the lot was manufactured from november 21, 2019 - november 26, 2019. H10: two (2) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port bonding area of both samples. The reported condition was verified. The cause of the condition was not determined; however the most likely cause is due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch report number: mw5095544. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This was identified during a check of the bags, prior to delivery. There was no visible damage to the ports. There was no patient involvement. No additional information is available.